Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? No, the team currently in place has been using this device for several years. 2. How many times have they applied the laparoscopic tip? Multiple times. 3. Was a sales representative present during the case when the issue was experienced? No. 4. Was any leakage or product solution observed at the luer locks connection? No. 5. Were there any unexpected outcomes or complications as a result of the event? No. 6. Are there pictures of the damaged device available? No. Additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3435139 and 3461467. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopy procedure on an unknown date and hemostatic agent dual applicator device was used. The tip does not disassemble. The block team could not dissociate the distal part of the double applicator before use in laparoscopy no adverse patient consequences were reported. Additional information was requested.